Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. Clip would not close all the way. Clip was fully loaded into the jaws. Squeezed "plastic to plastic", but the clip was loose on the duct. The whole clip would slide. Fully skeletonize the vessel prior to using the clip applier. Additional information received via email on 12sep2018 from operating room (or) director at (B)(6) hospital: no complications noted from surgical cases thus far. The clips would not completely seal off around the bile duct. They had to be removed and reapplied several times. Patient status: fine.

Event description:
Procedure performed: lap chole. Clip would not close all the way. Clip was fully loaded into the jaws. Squeezed "plastic to plastic", but the clip was loose on the duct. The whole clip would slide. Fully skeletonize the vessel prior to using the clip applier. Additional information received via email on 12sep2018 from, or director: no complications noted from surgical cases thus far. The clips would not completely seal off around the bile duct. They had to be removed and reapplied several times. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.